Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, upon interrogation on (B)(6) 2018, some inconsistent data were displayed: the number of mode switch was 1 although the device was programmed in vvi mode since the last follow-up performed on (B)(6) 2017, and the value of the ventricular heart rate during atrial fibrillation was displayed as 24713 min-1.